Event description:
Baxter (B)(4) reported that leakage was found from the transfer set. The set had been used for 180 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 5 months (5.67 months) due to endocarditis from candida sp. The device was replaced by the same model, smaller size device. There was no indication as to the source of the infection

Manufacturer narrative:
(B)(4). The customer report of a leak was confirmed and duplicated during testing. One used set was received for evaluation. The set was tested underwater at 8 psi with a leak noted from a crack at the base of the spike. No other visual defects were noted. No batch review was performed, since the lot number was unknown. The root cause was undetermined. Renal product quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action, as appropriate.